Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called to report high blood glucose readings. The customer's blood glucose reading was 438 mg/dl. Caller requested that the insulin pump be replaced because they believe it may have been malfunctioning. Caller did not want to troubleshoot because the customer was asleep. Caller also stated that the blood glucose readings were off by 100 points from the sensor glucose readings. Caller did not feel comfortable using the insulin pump. The device was replaced and will be returned for analysis.